Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced the cannula piercing through the shield while in the polybag. The following information was provided by the initial reporter: the needle was piercing through the shied and the hcp pricked his/her finger with the needle.

Manufacturer narrative:
H.6. Investigation: customer returned (120) 3/10cc, 8mm, 30g syringes (119 in sealed poly bags, 1 in an open poly bag) with the shelf carton from lot # 9210505. Customer states that the needle was piercing through the shied and the hcp pricked his/her finger with the needle. The sample in the open poly bag was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. The needle stick issue will be addressed in investigation child record 2250736. None of the samples in the sealed poly bags exhibited the cannula through the shield. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Root cause cannot be determined.

Manufacturer narrative:
The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9210505. D.4. Medical device expiration date: 2024-08-31. H.4. Device manufacture date: 2019-07-29.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced the cannula piercing through the shield while in the polybag. The following information was provided by the initial reporter: the needle was piercing through the shied and the hcp pricked his/her finger with the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced the cannula piercing through the shield while in the polybag. The following information was provided by the initial reporter: the needle was piercing through the shied and the hcp pricked his/her finger with the needle.